Event description:
The customer reported that the large window zipper on the canopy is damaged that the teeth do not align. There was no pt injury.

Manufacturer narrative:
(B) (4) window zipper teeth do not align. Eval of the returned product shows that on panel b the zipper slider body is open. (B) (4).